Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the data sync setup screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on data sync setup screen post upgrade. A technical support specialist (tss) dialed into the station and indicated that port 50051 was closed, and the pharmacy was informed about the issue which later opened. The station was synchronized, and tss then proceeded to inform the pharmacy that issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.